Event description:
The customer reported the carm failed to display images during a case. Another carm was used to complete the case. There was no injury to the pt.

Manufacturer narrative:
The svc rep found the system to be making xrays but not displaying an image just a black screen. He ordered a camera and video controller pcb. He also found that the i.I. Was not glowing and no output to the camera. Camera checked out good. He ordered a i.I tube, power supply, hv cable and replaced the i.I and power supply. The system had no change. He tested the hv cable and it was good. The rep replaced the I/o trans pcb and no change, found a broken wire in the hv cable, will need to return with original i.I. Tube and hv cable. The rep replaced the original parts and the hv cable. The system displayed an image, so the rep aligned the image. System operates as intended.